Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested, but the reported issue could not be reproduced. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's powered off when it was used for nibp and spo2 monitoring of a patient. The device turned off during deflation of the nibp cuff. Further information regarding the patient outcome and patient details was not provided.